Event description:
The patient has 4 leads for off-label use.device 1 of 4.reference MFR report #: 1627487-2015-07022, 1627487-2015-07023 and 1627487-2015-07024.it was reported the patient has been unable to receive effective stimulation. The event date is unknown. Multiple programming sessions could not provide resolution to the issue. The next course of action is unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.